Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The mother declined to troubleshoot for high and low blood glucose readings. The mother called to report damage on her son's pump. Customer reported that there were scratches on the pump and the pump's screen making it hard to read. Customer stated that her son has dropped the pump a couple of times in the past. The product will be returned for analysis.

Manufacturer narrative:
Pump received with severely scratched lcd window, cracked case at the reservoir tube window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.